Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was implanted, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) was performed on (B)(6) 2018 to treat the trochanteric fractures of the lateral femur. During the procedure, when the surgeon inserted a guide wire, the guide wire came off. So, the surgeon pushed the guide wire back by hand, and then inserted proximal femoral nail-antirotation (pfna) blade, but the blade happened to be inserted out of a nail¿s hole. The blade was re-inserted into the nail¿s hole, which resulted in 40 minutes of the surgical delay. There was no adverse consequence to the patient. The procedure was completed successfully. This report is for one (1) unknown pfna blade. This is report 2 of 3 for complaint (B)(4).